Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection and erosion. A temporary lead was attached to the generator externally awaiting for infection to clear. The device was explanted and a new system was successfully implanted. No additional adverse patient effects were reported.